Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: the black box recorded loss of prime with zero force. No loss of prime during investigation. Force sensor calibration reading was within specifications. Opened pump and removed from case. Corrosion on force sensor flex between pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump emitted loss of prime warnings. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.